Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information. The first proglide is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the returned condition substantiated the reported product experience. Inspection of the returned device revealed that the rail suture end exposed from the proximal end of the device was cut with the device cutter. This is indicative of successful needle deployment and suture retrieval. However, the suture loop was caught beneath the anterior foot, preventing the foot from being completely parked and resulting in difficult device removal as reported. Subsequently, as force was applied to pull the device out of the artery, the suture loop would detach as observed. After removing the suture loop, we were able to deploy and park the foot as designed. Based on the investigation findings, the probable cause for the suture loop being captured beneath the anterior foot, resulting in incomplete foot closure and subsequent suture break could not be determined. As reported, the presence of tissue could contribute to the observed damage, but this could not be confirmed. No manufacturing or quality issue deficiency was detected. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. A review of the finished product lot history record did not reveal any manufacturing related non-conforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the left common femoral artery after an interventional procedure. Reportedly, after needle deployment, an attempt was made to park the foot, but the device was reported to be 'stuck'. The device was pulled out and a second device was used with the same results. Surgical intervention was required to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.